Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the last two times she used the serter that the sensor did not come out like it was supposed to. The customer stated that she has the newest sensor, put on last night and will not allow calibrating. This morning forgot about calibration, this morning was 42mg/dl and told her to change sensor and would not allow to calibrate. The customer received a change sensor alert after a calibration not accepted. The customer received calibration not accepted, change sensor and cannot find, lost sensor alarms. Last night sometime before 12am blood glucose was 42mg/dl. The customer treated for the low blood glucose with pancakes and syrup and sausage. The customer declined low blood glucose troubleshooting. The insulin pump will be returned for analysis.